Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery. Customer's blood glucose at the time of the incident was 395 mg/dl. Customer stated that the no delivery was resolved after changing both infusion set and reservoir. Product is not expected to return.